Event description:
While connecting a deltaplush hub connector (cpl100254-30; g12695) and a connecting cable (ecb000182-00; details unknown), physician encountered a severe resistance. Therefore, the physician decided to replace it with a new one (cpl100254-30; lot# unknown); and he was able to connect the hub connector and the same connecting cable without any difficulties. Prior to use, no defect was found on both deltaplush and the connecting cable by visual inspection. The procedure was completed with no other issues and there was no patient injury reported. It is unknown how many codman coils were successfully connected to the same connecting cable before the complaint product. The complaint product is going to be returned for analysis.

Manufacturer narrative:
The connecting cable was not returned. During functional testing, the returned dpu could be attached with minimal resistance; however, it is possible that during the initial attachment attempt during the procedure, part of the adhesive may have been removed. Adhesive is seen on the top surfaces surrounding the cavity. There is adhesive inside the cavity protruding around the entire sidewall of the cavity. The subcomponents are undamaged and correctly machined and positioned. The lead-ins are all present and correctly machined. The locking mechanism was found to be severed, split lengthwise, and protruding through the proximal diameter and through the top cutout. The sheath was found embedded inside the v notch of the resheathing tool. The material at the distal tip of the v notch's damaged edge has been raised above the surface plane. The coil was returned undamaged. Although not complaint related, it was found that the locking mechanism was severed and embedded inside the v notch of the resheathing tool. This occurred when the resheathing tool was retracted straight back. In this condition, significant resistance will occur during coil advancement. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends: ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ the most likely root cause of the attachment difficulty between the device positioning unit (dpu) and the connecting cable was due to adhesive protruding around the inside cavity of the dpu. This condition of excessive adhesive found inside the cavity appears to be manufacturing related. During testing, no severe resistance was encountered during the connection of the dpu to a connecting cable. In addition, no trend was found related to this issue. The manufacturing group was informed of this complaint event. In addition, without the return of the connecting cable used in the procedure, it cannot be determined if this component contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.